Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that the sonic ctrl serrated agg knife was being used in a posterior cervical fusion procedure when the resident placed the device too low in the lamina and punctured the dura, requiring stitches. There were no permanent injuries or harm as a result of this event for the patient. It was confirmed that the device did not malfunction in any way.